Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie failed to open and popped out. User troubleshooted with recovery but cubie unloaded and deleted on its own. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed to open. The field service engineer (fse) guided the user through unloading the pockets and reloading the medication. The device was remotely verified as recovered and accessible, confirming successful restoration of service. The system functioned as intended after the field service engineer resolved the issue.